Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2014". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information to provide at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation, clot in filter, caval thrombosis, embedment. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported clot in filter is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Igtcfs-65-1-fem-celect and lot# is unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1: name and address for importer site: (B)(4). H6 device code(s): appropriate term/code not available (3191) device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per additional information received 29may2019, the patient allegedly received an implant on (B)(6) 2014 via the right groin (vein not specified) due to prophylaxis prior to bariatric surgery. Patient is alleging organ perforation, clot in filter, caval thrombosis, and embedment. Per the f/u thrombolytic infusion on sub day, (B)(6) 2017: "new occlusive thrombus in the right femoral and iliac veins treated with suction thrombectomy and angioplasty. There is now patency of the right common femoral and iliac veins. However, residual thrombus is noted in the ivc just inferior to the filter". Per the CT abdomen without IV contrast , (B)(6) 2018: " filter is seen within the inferior vena cava, at approximately the l2 through l4 level. The tip of the filter abuts the right posterolateral wall of the inferior vena cava. The filter tip is seen at approximately the mid level of the left renal vein and along the inferior aspect of the right renal vein. There are multiple struts seen penetrating the wall of the inferior vena cava. An anterior strut extends approximately 2 cm. Beyond the wall of the inferior vena cava and indents an adjacent loop of small bowel with possible perforation. A medial strut extends approximately 1.8 cm. Beyond the caval lumen and abuts the abdominal aorta. An anteromedial strut extends approximately 1.2 cm. Beyond the caval lumen with no perforation of adjacent structures. An anterolateral strut extends 2.3 cm. Beyond the caval lumen and abuts a small bowel loop without frank perforation. There are two right lateral struts which perforate the cava and extend approximately 1.1 cm. Beyond the lumen without perforation of adjacent structures".